Event description:
In 2008, a gore tag thoracic endoprosthesis was implanted to repair a descending thoracic aortic dissection. One month later, a computed tomography scan revealed that the device had migrated distally and the patient's celiac artery was unintentionally covered. In 2008, two additional gore tag thoracic endoprostheses were implanted. It was reported that the patient tolerated the procedures, the patient is not experiencing any complications associated with the event, and that remodeling of the patient's aorta may have caused the device migration.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.